Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age, and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On 03-jun-2009, the humapen ergo teal/clear pen body (lot unknown) with a clear cartridge holder attached was reported to have broken tabs. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. The patient had used the device for approximately two years. The return of the device was not anticipated. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.